Event description:
The ge oec 9900 fluoroscopy system would have occasional lock-ups. This service was requested by the sales rep for the customer.

Manufacturer narrative:
A ge oec service rep investigated the issue and determined the system was operating as expected. The reliability of the system will be improved and the system upgraded with the ge oec 107 pmi modifications when released. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.